Event description:
On (B)(6) 2013, the reporter contacted animas alleging that there was no insulin dispensing from the pump. During troubleshooting, the cartridge was removed from the pump and was found to contain no insulin. The reporter confirmed that there was no insulin present in the cartridge compartment and there was no sign of leaking from the infusion set or cartridge. The reporter stated that the cartridge was not filled with air and that there was no damage to the inset tubing, cartridge, connections, or pump. The troubleshooting indicated no explanation for where the insulin went. This report is made based on the allegation of a potential cartridge leak. There was no adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #2 12/06/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/06/2013 with the following findings: the insulin pump in use at the time of the event was tested related to the complaint. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outisde of normal use was observed in the pump history.

Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on 10/04/2013 with the following findings: no defect was found. Fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. A visual inspection of the cartridge was performed and no damage or defects were noted. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.